Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that their handset battery was inconsistently depleting. The patient mentioned seeing connection interrupted (service code 338). The agent reviewed information. The patient stated that the handset stalls on the 90% when trying to connect to the pump and when bolusing. The agent walked the patient through the steps in the attached ka. The patient resynced with the pump and confirmed the connecting was much faster. The agent connected the patient to prs to complete registration. The patient stated that the pump was implanted the second week in november and the connection lag has been an issue since then.